Manufacturer narrative:
(B)(4) the device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that four nurses came out and tried to remove my catheter which I received from you I had to go to the emergency room and then I had to have surgery to have the catheter removed.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. No defective complaint device was returned for investigation. Therefore, no physical investigation will be conducted. No physical investigation or assessment had been conducted on the defective part due to no complaint or representative sample being returned. Therefore , no further investigate was done to determine the actual root cause to the phenomena experienced by user.

Event description:
It was reported that four nurses came out and tried to remove my catheter which I received from you I had to go to the emergency room and then I had to have surgery to have the catheter removed.